Event description:
The customer's husband stated that the customer fainted and he found her unconscious on the floor . The customer's husband stated that the customer was taken to the hospital where the doctor discovered that the reservoir was empty. The customer's husband was not sure if the customer fainted due to high or low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.